Manufacturer narrative:
Analysis confirmed the reported event. As a result the stylus assembly was replaced. The software was also updated. The programmer then passed final functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor position on the programmer screen does not coincide with the stylus. The programmer was returned for servicing. There was no patient involvement.